Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states that the introducer needle broke in the middle of the procedure. The needle broke at the trocar and plastic tubing junction. The broken piece was under the patient's clavicle.

Manufacturer narrative:
(B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.